Manufacturer narrative:
Complaint no: (B)(4). The patient connected for peritoneal dialysis therapy before ensuring that the set-up was properly primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the final line of a homechoice cassette without an alarm. This occurred during dwell five of five of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient explained that they saw the final bag also had a lot of air in it. The technical service representative assisted with ending the therapy. During the follow up, the patient explained that they did not believe the disposable supplies contributed to the air. The patient did not check the patient line to see if it was properly primed prior to connecting and did not know how to re-prime the line. Proper procedure was discussed with the patient for future therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.